Manufacturer narrative:
.

Event description:
Sex: unk. Procedure: lap chole. Reportedly, when the instrument was used to ligate the cystic artery, the clip clamped it, but was blocked. In order to pull the instrument out safely, a pealin's clip was used proximal to the instrument. Then the tissue was dissected with an electric hook to remove the fired clip.